Manufacturer narrative:
This investigation was conducted in response to medsun report, (B)(4), where the user states they heard crackling and saw smoke coming from the laser fiber as it was connected to the laser. A device history record review was conducted and confirmed that there were no deviations or variances in manufacturing and the product met all dmta specifications. Past complaints were reviewed and at this time, there is no trend identified. The suspect fiber is unavailable for evaluation. Based on the information received, it is not possible to identify a root cause but there are several possibilities such as: the laser is out of alignment or incorrect user handling or reprocessing; this was a single use fiber that the user claimed to have reprocessed and reused on a patient which is not an authorized use of the device per the instructions for use. A fiber burn is identified as a medium-level risk. There was no patient impact as a result of this malfunction. At this time, no further actions by dmta are determined to be necessary.

Event description:
Dmta received a medsun report, (B)(4), where the user states they heard crackling and saw smoke coming from the laser fiber as it was connected to the laser.